Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: a (B)(6) male pt status post fall resulting in scaphoid fracture of the right wrist was treated with a headless compression screw on (B)(6) 2010. Pt suffered a trauma status post implantation on an unk date and the pt was returned to the operating room on (B)(6) 2012 in which the screw was removed and another screw placed with bone graft. On (B)(6) 2012, pt experienced pain and it was discovered the pt had a non-union noticed by a scaphoid test. It is not known at this time if another procedure was scheduled.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.